Event description:
Bilateral lower extremity paralysis following placement of spinal cord stimulator (also had epidural hematoma). In recovery had normal neurologic function and several hrs later while preparing for discharge had back pain, requested morphine, rolled to side - shortly after that began to notice worsening numbness followed by motor weakness. Taken emergently back to operating room where small hematoma subfascially at thoracic region was found. No evidence that the spinal cord stimulator or anchors had shifted. No evidence of direct spinal cord trauma. Hematoma did not appear to be under significant pressure - was aspirated. Probing area of stimulator revealed some spongy partially mature hematoma. A revision laminectomy was performed. Stimulator was removed. Admitted to hospital for observation. Thirty minutes postop, pt appeared to be neurologically normal.